Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer inserted a sensor this morning and it began to bleed slowly at first. Then, it really bled and customer now has a hematoma on his skin that is the size of a golf ball. Customer removed the sensor from his body. Customer does take blood thinners. Customer was advised to get the hematoma checked out. A replacement sensor will be sent. Customer's blood glucose level was 130 mg/dl. Customer stated that the site was not actively bleeding. Customer stated that the blood was not visible on the sensor connector. Customer stated that the sensor was not fully inserted. Customer stated that the site was not comfortable. No additional information provided.